Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in backup vvi operation. The device was explanted and replaced.